Event description:
Contralateral wire caught on hooks upon jacket retraction. Long 6 fr dilator used to free wire. High jacket retraction forces were encountered. Retroperitoneal cutdown and conduit used for access.